Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the fill the reservoir but it will not fill the reservoir and can not pull the plunger back to the 2 mark. The customer¿s blood glucose was 128 mg/dl at the time of the incident. Customer stated that the customer through the steps on prepping the reservoir the customer pull the plunger back to fill the reservoir full of air and the plunger snapped and the blue transfer guard came off and it was hard to put the plunger back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle loose. Unable to pre-fill. (B)(4).